Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was isolated to excessive damage on the ca board. Q9,q11 and c11 are shorted. U1004, u1005, c2, r684 and r685 have thermal damage. There was also an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.